Event description:
It was reported that the customer experienced a high blood glucose level of 800 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg by administrating a manual correction injection. Technical support assisted the caller in updating various settings, including basal rate, correction factor, and carb ratio, and advised the caller to consult their healthcare provider whenever settings are updated.